Manufacturer narrative:
The system history shows that the laser was verified successfully prior to treatment. Log file review shows that the user treated the patient with an invalid ablation check, further during docking the user took very long and needed several attempts to achieve valid suction values. No further issues can be identified and no technical issue is detectable. According to clinical review the too long suction time was confirmed. The summed time for suction one is more than 3 minutes. The long time and the few attempts for docking might have cause the corneal surface to dry, leaving some traces of mucus from dried up lacrimation on the surface. This typically accumulates right in the center, as the patient interface touches and leaves that point first and last for each docking attempt. This (opaque) debris then blocked the laser energy at its location. Otherwise, all laser settings are within the normal limits. An influence of the laser system can be excluded to the greatest possible extent. The root cause could not be identified conclusively however the most probable root cause is the long suction time and their resulting factors. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A surgeon reported an unopened area at the bottom of the pupil center of the left eye following lasik flap creation. The surgeon opened the full flap by self intervention and the surgery was completed with the excimer laser without further problems. Additional information received confirming an incomplete flap.